Event description:
Event description: a feeding tube was placed using the cortrak eteral device. An x-ray was done within a half hour to confirm placement and it was discovered that the tube was in the right lung. A hydropneumothorax resulted was small and self-resolving. No chest tube was required.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. No feeding tube sample is available for eval.